Event description:
It was reported that this male patient's left knee was revised. Reason for revision us unknown. Patient was last known to be in stable condition following the event. Devices are not returning due to hippa.

Manufacturer narrative:
Section h10: (h3) pending evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): no specific device information was provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined. The patient was revised for a recalled poly, there is no information provided about a malfunction or wear issue. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further informationis obtained that would change or alter any information provided, a supplemental report will be filed accordingly.